Event description:
Femur guide just did not fit correctly.

Manufacturer narrative:
Methods - materials and design parameters. Results - materials and design parameters were within spec. Conclusion - internal stress alteration following sterilization. No obvious inclusions or internal structure deformities.